Event description:
A physician questioned axsym troponin-I adv results on a patient. The patient's results were 39.67 ng/ml (in 2006), 53 ng/ml (the following month) and 37 ng/ml (the next month). The patient underwent cardiac catheterization which did not indicate any evidence of a myocardial infarction. Sample from the patient was sent to another laboratory for testing (method unk) yielding a troponin result of 0 ng/ml.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.